Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ the failure modes will be monitored and trended.

Event description:
The user facility reported a 66-year-old white female undergoing cardiac surgery was implanted with an impella 5.5 device. The complainant reported the purge arm of an imeplla 5.5, between the purge filter and the purge reservoir was broken. There was no reported patient harm.

Manufacturer narrative:
The investigation for purge leak ¿ pump has been completed. The cause of the issue was a leak from the sidearm but the exact location of the leak was unknown since no product was returned. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-05692: d4 model number. D6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact fax number missing.